Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including defib cycling, and visual inspection with no power issue noted. No battery or pads were returned for testing. The device was recertified and returned to the customer. The log was reviewed and observed indications of a low battery which may have contributed to the power issue. A review of the clinical log provided did not observe any indications that the unit had shut off by itself during the analyze stage. Review of the device history log observed multiple entries of electrodes not connected to the device or the device being stored rescue ready (red x). The device must be stored rescue ready in order for device self testing feature to execute which includes battery testing in accordance with zoll's mitigation strategy. The AED plus administrator's guide (9650-0301-01) rev ye states, "zoll recommends periodically checking the AED plus unit visually, to ensure that the green check symbol appears in the status indicator window. This does not require turning the device on, as the AED plus is designed to perform regular, automatic self-tests. During these self-tests, the device performs a test on the defibrillation electrodes connection, ensuring that the defibrillation electrodes are properly pre-connected to the device. If the device is deployed without defibrillation electrodes attached, it will not be rescue ready and will fail the automatic self-test." No trend is associated with reports of this type.